Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report was received which was described as follows: " a 1059 mayfield modified skull clamp keeps slipping with a pt in it." There was no injury involved with this event. Although additional info has been requested further info is not expected because the reporter is unable to answer the questions.